Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms since (B)(6) 2016 the customer's blood glucose (bg) level was reported to be ranging from (180-200 mg/dl) the customer would change out supplies and bolus when the occlusion alarms occurred. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.